Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had a black line that blocked the graphics and text. There was no reported impact to the customer's blood glucose due to the reported issue. Reportedly, customer reverted to insulin shots for insulin therapy.